Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding an implanted infusion pump. The pump was used to deliver unknown morphine 1mg/ml at a dose of "0.1mg". It was reported that, during a procedure, the catheter had a bend "1/4 in from the tip" and would not advance. The doctor tried to straighten it out and was still unable to advance placement of the tip. The doctor also pulled the guidewire out but also could not advance. This resulted in opening a new 8780 catheter. In regards to environmental, external, or patient factors that may have led or contributed to the issue, "bad product manufacturing" was reported. At the time of this report, the issue was resolved.